Manufacturer narrative:
The dealer stated that this adverse event occurred dur to end-user error. There was no malfunction of the wheelchair which may have caused ro contributed to this event. Further investigation is not necessary. There will be no follow-up MDR filed to the FDA.

Event description:
An adverse event involving a qm710 powered wheelchair was reported to sunrise medical on (B)(4) 2014. It was reported that the end-user was in her wheelchair on a train platform waiting to board the train when she drove off the platform by mistake and fell an estimated 6-8ft. An ambulance was called to transport the end-user to the hospital where she was diagnosed with a broken collarbone. It was also noted that the end-user required care at the hospital for nearly 4 weeks.